Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to the pressure regulating balloon (prb) being damaged the patient had his artificial urinary sphincter (aus) prb and pump removed and replaced. Should additional information be received a supplemental report will be submitted.